Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of bilateral common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. A gore® dryseal flex introducer sheath(dsf sheath) was used for access. After the iliac branch component was deployed at the left side, the contralateral leg component was deployed as a bridging stent graft. During deploying the contralateral leg component, the left internal iliac artery was unintentionally covered. No blood flow was observed. The distal side of the contralateral leg component was pushed up using sheath while dilating the iliac branch component using coda balloon catheter. Attempt was succeeded, the distal side of the contralateral leg component was pushed up a few millimeters, and approximately 50 percent of blood flow of the left internal iliac artery was observed. The patient tolerated the procedure. It was reported that during the procedure, when the dsf sheath was pulled back for performing final angiography, the dsf sheath was unintentionally pulled out of the inside the patient due to pull back too much, resulting in bleeding. Hemostasis was attempted using proglide. No hemodynamic impairment nor intra-operative transfusion of blood products were reported. The physician reported that it was difficult to push up about 25mm while the abdomen was not aneurysm and there was no space. He pushed the stent graft during the deployment to the limit, but he couldn't push it any further.